Event description:
During field service installation, the user reported that the yellow level sensor was broken. Since the event occurred during field service installation, there was no patient involvement during this event.